Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vc/organ perforation, unable to retrieve, leg pain, cramp, pe, dvt,sob, anxiety, depression. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg pain, cramp, dvt,sob, anxiety and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00015. Additional information provided determined that this device was manufactured by cook inc with the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2019-00401. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to mvd two blood clots in left leg. Patient alleges tilt, vena cava perforation, device unable to be retrieved. Patient further alleges leg pain, cramping pain, four clots travelled to the lungs post filter placement, shortness of breath, trouble breathing, post implant deep vein thrombosis and post implant pulmonary embolism, anxiety, depression, limited walking and use of stairs due to tightness in chest from pulmonary embolus and shortness of breath. Per CT, (B)(6) 2018: "there is an inferior vena cava filter demonstrated. The cephalad tip extends slightly cephalad to the lowest renal vein and the right renal vein. There is evidence of mild posterior tilt of the inferior vena cav a filter approaching and possibility abutting the right posterolateral wall of the inferior vena cava. Evidence for perforation of three of the struts. The anterior strut extends approximately 4-5mm beyond the confines of the inferior vena cava and abuts possibly penetrating the third portion of the duodenum. The second perforated strut extends approximately 3-4mm beyond the confines of the ivc and to the adjacent adipose tissue. Finally the third perforated strut extends posteriorly into the anterior longitudinal ligament of the spine. No significant fractured or significantly bent strut evident. No evidence of inferior vena cava stenosis".